Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Event description:
It was reported the patient presented for magnetic resonance imaging (MRI). Prior to the procedure, interrogation revealed the ICD was in backup mode. The ICD could not be restored to normal function. It was further observed the atrial lead and left ventricular lead exhibited low pacing impedance. The right ventricular (rv) lead exhibited low pacing impedance and low defibrillation impedance. X-ray revealed the rv lead had dislodged. No changes or intervention have been performed. The patient was in stable condition.